Event description:
It was reported that this right atrial (ra) lead had exhibited atrial intrinsic amplitude out of range and undersensing. Boston scientific technical services (ts) discussed presenting and programming options. This ra lead remains in service and will not be returned. No adverse patient effects were reported.